Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of prime coil non-detachment. The patient was undergoing coil embolization of a sah-acom aneurysm. During the procedure, a prime frame coil was placed in the aneurysm. When attempting to detach, the device was attached to the delivery pusher and resistance/abnormality was felt. The lever of the device was pulled out, but the coil did not detach from the pusher. After that, pushing and pulling were tried and made the coil detach. The frame coil was implanted. The procedure was completed without further issues. There were no reports of patient injury in association with this event the pusher was scrapped on site and not available for return.